Event description:
A respiratory therapist reported that a pt was found in respiratory arrest by a nurse. The nurse who found the pt was reportedly alerted by the displays on the n-200 pulse oximeter which were reading zeros for saturation and pulse rate. The nurse called a "code blue". However, the pt expired. After the event, the nurse could not recall if the audible alarms were sounding. The hosp has performed testing of the alarms following the event, and the alarms sounded.